Event description:
The facility rep reported a fail code 812:02. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding additional contact info. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.